Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hyperglycemia with blood glucose value of 403 mg/dl. The customer also reported a crack in the reservoir compartment. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. Customer stated infusion set and reservoir did not show signs of damage and retainer ring was not damaged. It was unknown whether the customer was using auto mode feature at time of high blood glucose event. No further patient complications were reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. Case type = ngp. Customer returned device for alleged cosmetic damage found on (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Tested with a test p-cap locked in place properly. The device was cut open with no anomalies noted on electronics. The device was received with broken belt clip rails pillowing keypad overlay cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.